Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing with an elevated sensing integrity counter (sic) level. It was also reported that the right atrial (ra) lead exhibited noise and an elevated sic level. It was determined that the noise on the leads was from a hedge trimmer and a water pump. It was noted that these sensing issue resulted in detection issues with the implantable cardioverter defibrillator (ICD). The ra lead, rv lead and ICD remain in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory had an observation relating to the non-sustained episode detection. If information is provided in the future, a supplemental report will be issued.